Manufacturer narrative:
The unit did not operate due to a blown fuse. Conclusion: customer was sent replacement unit.

Event description:
It was reported that the product was not working properly. Evaluation found that the end cap/cover of the unit was missing, exposing accessible high voltage components. No pt involvement or adverse consequences were reported.